Manufacturer narrative:
Investigation conclusion :a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 4 false positive sars results from one single user (each event will be filed separately). Customer states the results were confirmed negative by another rapid antigen and pcr. Symptomatic status of patient is unknown. Report 4 of 4.